Event description:
According to the complainant, 5 days after placement the balloon ruptured and came out of the gastrostomy site. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The sample was returned and a functional test was performed and no leak or burst was observed. Unable to duplicate or confirm the reported condition of balloon ruptured. Therefore, the root cause is undetermined.